Event description:
Leaking noted from the connection of the bd 3ml syringe luer-lok tip to the bd maxzero microbore extension set, IV connector. This is a recurring problem and happens regardless of the lot number of either device.